Event description:
It was reported that at the patient's follow-up visit the physician suspects the device has a possible performance issue as the device seems to have a slightly faster than normal battery depletion. The device remains in use. It was also reported that the right ventricular lead had high thresholds. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.